Event description:
The customer reported the steering handle is too tight and hard to move. No pt or staff injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The steering handle was adjusted. The system was then found to be operating as intended.